Event description:
It was reported that during a laparoscopic cholecystectomy, the instrument began ejecting clips. The clips were retrieved. The case was completed with a similar device with no pt consequence.